Manufacturer narrative:
Upon receipt of the post-revision x-rays, the medical affairs director updated the clinical evaluation reported in the initial report and commented as follows: the post-revision x-rays, received after primary evaluation was made, add no significant information useful for the root cause determination.

Manufacturer narrative:
On 17 january 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows:the pieces were analyzed. The stem was assembled with the ceramic ball head. In the stem, the surface of the body remained polished except in some areas where it was slightly opaque, probably due to the cement mantle. Some slight scratches were visible on neck of the stem and on the ceramic ball head, expecially in the base. From the received pieces it was not possible to determine the root causes of the event.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. The primary surgery was performed on (B)(6) 2012 on the left side and on (B)(6) 2013 on the right side. The first revision was performed on (B)(6) 2015 on the left side. On 09 december 2016 the medical affairs performed a clinical evaluation and commented as follows: one year after hybrid revision tha the cemented stem was found loose. On the radiographs supplied, the cement mantle appears to be rather uneven, for unknown reasons, and it's possible that good interdigitation with the bone was not achieved. No final conclusion can be made, but it is rather possible that difficulties in creating a compact cement layer may have contributed to this loosening. There is no apparent reason to suspect a faulty stem as responsible for the problem. Batch review performed on 13 december 2016. Lot 147495: (B)(4) items manufactured and released on 14 january 2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery planned due to loosening of the cemented stem (left side).